Event description:
The patient stated that on (B)(6), the adhesive was not sticking to her skin and the v-go came off of her leg. The patient mentioned that on (B)(6), one of the corners of the adhesive to the v-go was loose and the needle detached, causing insulin to leak underneath the adhesive. The patient reported hyperglycemia, stating that her reading was 354 on (B)(6) at 6:45pm.